Event description:
The customer reported that the system locked up during usage. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface pcb) assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.